Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been received to date. Should additional information become available a follow-up report will be submitted. (B)(4). Not returned to manufacturer.

Event description:
It was reported that the patient used the product at home and developed a 2cm varicose ulcer on the tibia at the border of the adhesive dressing with cutaneous distortion. Skin irritation was observed around the dressing as well. The dressing was changed with a simple aquacel and cleaned with physiological serum. Vaseline was used on the skin irritation around the dressing. No medications were prescribed for the patient.